Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2022. Customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization and treated with intravenous insulin drip. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer reported that they had headache, chest pain as symptoms. Customer was assisted with troubleshooting for high blood glucose level. The customer will discontinue to use the device.